Event description:
The dealer states that where the screws go in to attach the wheels are all stripped and the wheel is falling off on both sides. The dealer states when the customer came in to get her tires changed she was missing a few screws on each side. They did not change her tires at that point because they were afraid if they took them off they would not be able to get them back on. They saw her on (B)(6), 2014 and they allowed her to keep her chair although they were aware of the missing hardware.